Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the endoscopic image was invisible with noise. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to sorc for evaluation. Sorc checked the subject device and found the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that the reported phenomenon was attributed to the deterioration due to repeated angulation, or excessive bending of the universal cord and/or the video cable. If additional information becomes available, this report will be supplemented.